Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer spouse reported via phone call that the insulin pump had failed device test. The customer¿s blood glucose level was 122 mg/dl. The customer reported that they had performed self test and was passed. It was reported that the displacement test failed. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.